Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: jan 11, 2023 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received with a detached haptic. The lens was cleaned and, the remaining portion of the haptic was observed to be damaged. The optic could also be observed to have a scratch on it. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: in review, it was noted that "g4 -combination product" field inadvertently was left blank and not populated in the initial MDR report. In review, it was also noticed that section "g2" should have included "health professional" which inadvertently was not selected in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section g2: report source added: health professional section g4: combination product: no all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported bent, broken haptic with an intraocular lens (iol). The incision was enlarged, the lens/haptic was removed from the patient¿s left eye without difficulty and replaced with a new iol. The reported issue did not interfere with patient¿s activities of daily life. The patient outcome was reported to be normal. No further information was provided.

Manufacturer narrative:
Age or date of birth,weight and ethnicity: unknown, information was requested but not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to (B)(4) has been submitted.